Event description:
It was reported that a patient underwent an ablation procedure with a celsius catheter and when opening the catheter, the doctor found that the knob of the catheter had oil stains.

Manufacturer narrative:
The product has not returned for analysis, however, a picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc, or its employees that the report constitutes an admission that the product, biosense webster inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Photo evaluation was completed on 04-apr-2026. It was reported that a patient underwent an ablation procedure with a celsius catheter and when opening the catheter, the doctor found that the knob of the catheter had oil stains. Additional information was received on 17-apr-2026. It was indicated that the product was not used on the patient. Photo evaluation details: a photo was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, it is observed in the piston device the presence of presumably lubricant used during the catheter assembly process; however, the identity of the material cannot be conclusively determined based solely on picture evidence. No evidence of external damage to the device was identified. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed based on the photo received. The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. H6. Investigation findings code of "appropriate term/code not available (c22)" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).